Event description:
Pt had reported that their one touch profile meter was not powering on. This issue was not resolved with troubleshooting. Medical affairs specialist called the pt and left a message in 2004. There is no response back regarding that call. Based on the initial information provided by the pt, this case is reported as a meter malfunction. Pt had also stated the they were taken to the hosp, but they did not recall the hosp meter result. They had received IV treatment, but unk if it was IV insulin or glucose. Pt was unable to obtain a result on their meter. Unk if pt had attempted to test on their meter prior to being taken to the hospital. There is insufficient information regarding the hosp visit and therefore, the pt was being contacted to obtain further information.